Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. The physician brought the patient in for further evaluation and elected to enroll the patient in remote monitoring. At this time, the system remains in service. No adverse patient effects were reported.